Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's friend or family member regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's programmer said 'therapy has been turned off'. The caller was confused whether if it was the implant that turned off or the controller. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the circumstances that led to the therapy turned off message were an MRI. When asked for the steps taken to resolve the therapy being off, the patient indicated that it was not back on yet as they may need another MRI. No further complications were reported.